Manufacturer narrative:
Cad models were reviewed and determined implants were designed correctly. The rep stated via phone that the patient is highly active which may have contributed to femoral loosening. It is not known if the tibia is loosened but customer has requested a full replacement kit just in case that is found during the procedure. Ultimately, the root cause for loosening is unknown. Fmea-02542 was reviewed and adequately covers femoral implant loosening. No updates required. There were no ncmrs associated with this sn indicating everything was manufactured to specification.

Event description:
Iuni ipoly revision. Femoral loosening. Original surgery: on (B)(6) 2023. Revision surgery date: on (B)(6) 2024.